Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 400 mg/dl. The customer blood glucose at the time of incident was 260 mg/dl. The customer stated that he received low battery alert. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.